Event description:
Healthcare professional reported "total prosthetic rupture with structural collapse and intracapsular silicone expansion". This record is for a unknown side. Device was explanted or replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.6. Visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, "total prosthetic rupture. With structural collapse and intracapsular silicone expansion". This record is for an unknown side. Device was explanted or replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: - rupture: observed an opening assessed as unidentified (tear) opening and observed two openings assessed as surgical damage. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare professional reported "total prosthetic rupture with structural collapse and intracapsular silicone expansion". This record is for a unknown side. Device was explanted or replaced.